Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was started beeping without anything on the screen and insulin pump was not working. The customer¿s blood glucose level was 61 mg/dl at the time of the incident. Customer stated that the display was blank. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display did not returned after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify audio/vibrate anomaly, perform displacement test, self test, and current measurements due to display anomaly. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.